Manufacturer narrative:
(B)(4). Concomitant medical products: biomet tprlc 133 t1 pps so 15x150mm cat#51-103150 lot#6391161. Biomet cer bioloxd option hd 36mm cat#650-1057 lot#2957966. Biomet cer opt type 1 tpr sleve 0mm cat#650-1066 lot#2964357. Zimmer shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners cat#00875705801 lot#64165543. Zimmer bone scr 6.5x25 self-tap cat#00625006525 lot#64381044. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent tha. Subsequently, patient was revised 3 days later due to unknown reasons. It was noted the head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.